Event description:
During initial manufacturing testing, it was found that the device did not detect distal occlusion. Fluid also backed up into channel a when the occlusion pressure was set at the high range.